Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio-control to report that on their customer device the "on/off" button would not respond when pressed. As a result, defibrillation therapy may not be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Service agent replaced the main keypad assembly and and performed other unrelated repairs. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.the replaced main keypad assembly was further evaluated by physio control and the reported issue of the shock button not responding was verified. The root cause was determined to be due to contamination inside the shock button.

Event description:
The third party service agent contacted physio-control to report that on their customer device the "on/off" button would not respond when pressed. As a result, defibrillation therapy may not be delivered, if it were necessary. There was no patient use associated with the reported event.